Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer was unable to reproduce the issue on-site. He replaced the control printed circuit board (pcb). He also noted that the safety valve pull magnet was not completely aligned so he re-seated and realigned the pull magnet. After service, the ventilator passed all functional and safety tests per factory specifications and was cleared for clinical use. It was later reported that the biomed at this account kept the parts for internal investigation. No further issues have been reported. The evaluation of received device logs shows a single occurrence of two technical errors indicating communication error and ventilation disabled during startup on (B)(6) 2020. The control pcb was replaced according to the recommendations in the service manual. The date of event will be set to the aforementioned date. On (B)(6) 2020 several pre-use checks failed on leakage, apparently during service. Since no part was returned for investigation, the root cause of the failed internal leakage test during pre-use check has not been conclusively determined, but most likely the reseat of the pull magnet during service resolved the problem.

Event description:
Manufacturer ref..#: (B)(4).